Event description:
It was reported by service report that the recliner goes into trend automatically. It is unknown if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Evaluation: mechanism.